Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 285 units of insulin during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading; cause was unknown. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.